Event description:
Same case as MDR 2134265-2013-00751. It was reported that during a stenting treatment procedure removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 3.0x32mm, concentric, de novo, 95% stenosed lesion being treated was located in the highly calcified and moderately tortuous left anterior descending artery (lad). Predilation was performed with a 2.0x15mm non-bsc balloon catheter. The physician then advanced a 2.5x38mm promus element stent delivery system (sds) to the target lesion however the sds became stuck. Upon removal the proximal end of the shaft became kinked. The physician then advanced a 2.75x38mm promus element sds to the target lesion however the sds became stuck. Upon removal the proximal end of the shaft fractured at the hub. The procedure was completed by implanting 3.0x16mm and 3.0x20mm promus element stents in the lad. No further complications were reported and the patient's status is stable.

Event description:
Same case as MDR 2134265-2013-00751. It was reported that during a stenting treatment procedure removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 3.0x32mm, concentric, de novo, 95% stenosed lesion being treated was located in the highly calcified and moderately tortuous left anterior descending artery (lad). Predilation was performed with a 2.0x15mm non-bsc balloon catheter. The physician then advanced a 2.5x38mm promus element stent delivery system (sds) to the target lesion however the sds became stuck. Upon removal the proximal end of the shaft became kinked. The physician then advanced a 2.75x38mm promus element sds to the target lesion however the sds became stuck. Upon removal the proximal end of the shaft fractured at the hub. The procedure was completed by implanting 3.0x16mm and 3.0x20mm promus element stents in the lad. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a shaft hypotube break located 23.5cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).